Event description:
I used the germ guardian humidifier on the warm setting overnight. In the morning, there was some melted plastic on the bottom of the unit and what looked like a burn mark. It was stuck on the carpet. When I contacted the company that mfrs these, I was told they consider carpet unstable because it can block the venting and cause this problem. There is no venting near the bottom of the unit to get blocked. Estimated purchase date: (B)(6) 2010. The incident date is also an estimate. Yes you may include my report with any attachments on safer products.gov.